Manufacturer narrative:
(B)(4). At this time, vyaire medical has not received the suspect device/component for evaluation. Therefore no root cause can be established. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
The customer reported ventilator is auto-cycling on the vela ventilator. The customer reported there was no patient involvement associated with the reported event.

Manufacturer narrative:
Vyaire complaint #: (B)(4). Results of investigation: the vyaire failure analysis laboratory received the suspected device and performed a failure investigation. The reported issue was unable to be confirmed and duplicated. The valve assembly was scrapped. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.